Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample processed on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. There was no evidence to suggest that a reagent related issue contributed to the event, however, the level 1 control does not adequately evaluate performance of the vitros tropi es reagent for a sample with troponin I concentrations < url (0.034 ng/ml), a reagent issue cannot be entirely ruled out as a contributing factor. There was no evidence to suggest that an instrument related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations so it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined. However, the overall integrity of the sample cannot be ruled out as a contributing factor.

Event description:
The customer observed a single non-reproducible, higher than expected, vitros tropi es result on a patient sample processed on the vitros 5600 integrated system. Vitros tropi es result of 0.330 ng/ml ng/ml vs. Expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es result was not reported outside the laboratory. There was no allegation of actual patient harm as a result of this event. (B)(4).